Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Fluid leaka peritoneal dialysis (pd) clinic registered nurse (rn) called and stated during a pd patient's treatment on drain 3/4 the patient received "m31 air detected in cassette" alarms. The pdrn stated the patient line connection was nice and tight. The treatment was cancelled and fluid was noted leaking from the cycler cassette area. Pdrn did not see any damage to the cassette. Additional follow-up revealed the pd patient was being trained in clinic for continuous cycler-assisted peritoneal dialysis (ccpd) therapy using a clinic cycler. The fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. No leaks were noted during treatment. No prophylactic medication was provided to the patient and no patient injury or adverse event occurred as a result of the fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training without further issue.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. The reported symptom fluid leaking and m31 air detected in cassette warning were not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Fluid leaka peritoneal dialysis (pd) clinic registered nurse (rn) called and stated during a pd patient's treatment on drain 3/4 the patient received "m31 air detected in cassette" alarms. The pdrn stated the patient line connection was nice and tight. The treatment was cancelled and fluid was noted leaking from the cycler cassette area. Pdrn did not see any damage to the cassette. Additional follow-up revealed the pd patient was being trained in clinic for continuous cycler-assisted peritoneal dialysis (ccpd) therapy using a clinic cycler. The fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. No leaks were noted during treatment. No prophylactic medication was provided to the patient and no patient injury or adverse event occurred as a result of the fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training without further issue.